Event description:
The customer reported to olympus, foreign material (fibers) were falling off from the channel during reprocessing on the cysto-nephro videoscope. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the bending section cover cracked and was lifting the thread was sticking out, the forceps passage needed to be replaced and the bending section cover was detached. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However it is likely that the device was incorrectly reprocessed. Olympus will continue to monitor field performance for this device.